Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs leads with the same lot number. It was reported the patient experienced a change in stimulation which was attributed to lead migration. Subsequently, the patient underwent surgical intervention to explant and replace the affected lead. The patient is receiving effective stimulation post-operative. Product will not be returned. It was also reported the patient's scs ipg was explanted and replaced at the procedure due to difficulty experienced with lead removal/insertion.